Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, no capture was observed. Chest x-ray confirmed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient was discharged in good condition.